Event description:
It was reported that during the implant procedure of the lead it was difficult to move the lead in the sheath. It was further reported that when the cardiologist removed the lead he noted damage of the silastic material near the helix and did not implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix is bent and it will not extend or retract properly. The full lead was returned for analysis. The proximal conductor is distorted and there is blood in/on helix mechanism.